Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d10; g1; g3; g6; h1; h2; h10. D10: 42540200035 - all-poly patella cemented 35 mm diameter - 65366951. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 : 42502807002 - femur trabecular metal cruciate retaining (cr) standard porous - 65398496; 42522100911 - articular surface medial congruent (mc) right 11 mm height use with tibia sizes g-h/cr femur sizes 8-11 - 64420368; unknown - unknown patella - unknown. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Approximately 2 years post-op, the patient was revised due to femoral and tibial loosening, flexion instability, and pain. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4 h6. Visual examination of the provided pictures identified that the tibial component and femoral component both display signs of bone and tissue remnants attached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by mmi, which stated that the right total knee arthroplasty showed no signs of hardware failure, loosening, or fractures, and there were no definite radiolucency findings. The overall fit of the implants was appropriate, with mild osteopenia noted. No signs of loosening, wear, or other contributing factors were identified, nor were there any anatomical or implant failures noted that would suggest reasons for revision. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.